Manufacturer narrative:
Follow-up #1: date of submission 03-jan-2020. Device evaluation: the device has been returned and evaluated by product analysis on 31-dec-2019 with the following findings: during investigation, the battery compartment was found to be cracked at the u-groove with visible moisture inside the battery compartment. A leak test was performed and a leak was identified in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the battery compartment.